Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. No issues were noted with the tip section of the device. An examination of the balloon found that the balloon appeared to have been inflated and was not refolded. A visual and tactile examination of the catheter's shaft identified that the shaft was severely stretched between 41cm to 46.7cm, distal to the strain relief. This stretching is consistent with excessive tensile force having been applied to the shaft. As a result of this stretching of the shaft, a recommended size guidewire (0.035 inch) could not pass through this stretched/damaged section of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties were encountered. The 70% restenosed, concentric target lesion was located in the non tortuous and mildly calcified mid vessel of the hand. A 7.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion. When the physician was trying to withdraw the device, the physician found it difficult to remove the device. Finally, the physician removed the device and noticed it was twisted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that removal difficulties were encountered. The 70% restenosed, concentric target lesion was located in the non tortuous and mildly calcified mid vessel of the hand. A 7.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion. When the physician was trying to withdraw the device, the physician found it difficult to remove the device. Finally, the physician removed the device and noticed it was twisted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).